Manufacturer narrative:
Correction to initial report section.

Event description:
The set was received as an unexpected return due to the tubing leaking. The accompanying medication label stated heparin (6.25 units 23.97 ml) rate 0.193 ml/hr over 129 hrs. And 33 min. There was no report of patient harm.

Event description:
The set was received as an unexpected return due to the tubing leaking. The accompanying medication label stated heparin (6.25 units 23.97 ml) rate 0.193 ml/hr over 129 hrs. And 33 min. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leaking tubing could not be confirmed. Due to bloodborne pathogen contamination the set was discarded and no physical investigation was performed. A photo provided by the customer was evaluated and the reported leak was not observed. The root cause of this failure could not be identified.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint. Testing was not performed as the potentially (B)(6) contaminated set was discarded to eliminate the risk of exposure. The root cause of this failure could not be identified.

Event description:
Unexpected return- tubing leaking- medication label heparin (6.25 units 23.97 ml) rate 0.193 ml/hr. Over 129 hrs. And 33 min.